Event description:
Customer reported that pt developed redness at the surgical site. Pt returned to the or for surgical removal of the sutures approximately 6 weeks following implantation. At time of re-op attending observed that no intact suture was present.